Manufacturer narrative:
On 4/29/2019, mentor became aware that the question 8d unintentionally was not answered on the initial report, which the answer to the question in no. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/30/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: due to generalized illness and implant site calcification no product problem. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (smooth hpg, 325cc/smooth hpg, 350cc date of implant (B)(6) 2011 ) has developed bilateral implant site calcification. The patient also reported unexplained systemic symptoms, which included but not limited to anxiety, fatigue, brain fog, memory loss, limb numbness, muscle weakness, temperature intolerance, gut health issues, hair loss, dry skin, migraine, depression, mood swings, food intolerance, inflammation, chronic fatigue. The patient required medical devices removal (B)(6) 2018. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.